Event description:
The clinician reports the implant was inserted (B)(6) 2025 on (B)(6) 2025 , loosening of implant not related to bone ingrowth was verified. According to the information, the patient is a smoker. Observed during the event: patient came in + implant had fallen out. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.